Event description:
It was reported that two spectrum pumps were not infusing and no alarms were sounding. This occurred during an unspecified process step. Both pumps sounded like they were infusing, but no drops were falling. The drug was "to infuse over 10 to 40 minutes in a 60ml bag". A secondary infusion "dry spiked in the pharmacy". The solution viscosity was unknown, and it was not delivered cold. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.